Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that for a week to two weeks they were having issues with their therapy. The patient said they were going to the bathroom constantly, every hour to an hour and a half. The patient noted that once they had the urge to go to the bathroom, they couldn't hold it and they would only go a little bit. This week, the patient noticed a por (power on reset) message on their handset and they saw that therapy had been turned off. The patient said the stimulation just about shot them through the ceiling when they turned therapy back on and had to turn it down to almost 0, but that only happened for a minute and then it's working normally. Agent reviewed potential causes of por. The patient mentioned that they usually charge the ins once a week, and last week it didn't take that long to recharge it. The patient was not having any therapy or equipment issues at the time of the call, they just wanted to make sure they were using the equipment correctly. The patient mentioned that they have an appointment with their managing healthcare provider (hcp) today.